Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument does not close. The user completed the procedure using a backup large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure on (B)(6) 2025. The issue occurred while surgeon attempted to clamp on a vessel or tissue bundle and the jaws of the large hem-o-lok clip applier remained static/did not move when surgeon commanded the movement. The clips used were the weck hem-o-lok in size large clip applier. The vessel or tissue bundle was not greater than the specified in the instructions for use (IFU). No images were available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was identified. The complaint regarding does not close was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.